Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with bilateral sacrospinous fixation, bilateral paravaginal repair, anterior & posterior colporrhpahy and cystoscopy. It was reported that the patient underwent surgisis graft implant on (B)(6) 2008, along with repair of incision.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to pop and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revisions/removals on (B)(6) 2008 and 06/2008 due to erosion. It was reported that the patient underwent mesh revision/removal on 02/16/2010 as well as cook medical urethral sling placement (pubic bone sling) concurrently with urethroscopy and cystotomy repair due to erosion and recurrent sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revisions/removals on (B)(6) 2008 and (B)(6) 2008 due to erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to erosion. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.